Event description:
It was reported that the right ventricular (rv) lead had no capture at high outputs, high impedance and a suspected fracture. The pace/sense portion of the chronic rv lead was capped, the high voltage portion remains in use. A new pace/sense rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, right ventricular pacing impedance spiked to 4047 ohms up from a trend in the 600-700 ohm range. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-non-sustained episodes and sensing integrity counter (sic) >= 30 in 3 days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).